Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who admitted the patient to the hospital due to the elevated result. The sample was then rerun twice on an alternate instrument and resulted lower. The rerun result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument, the fse performed troubleshooting with the customer and obtained the instrument data files for further evaluation. A siemens global product support (gps) specialist evaluated the instrument data files and did not find an instrument malfunction. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.